Event description:
It was reported that the device had a white screen and beeping. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition and decontaminated. Visual inspection performed. Physical condition of this device has worn keypad overlay, scratched rear label, scratched lcd lens, bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Performed functional testing. Reported problem was not duplicated. Device had functional screen and normal display. No root cause determined because no problem was found. No action needed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.